Event description:
Initial info was received from a physician on (B)(6) 2010: a pt of unk age and gender who had rheumatoid arthritis received treatment with poly-l-lactic acid (sculptra) (lot# unk, exp date unk). The pt experienced nodules in areas of injection approx one year later. No further relevant info was reported.